Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A device diagnostic download was performed, and a system error for excessive warm boots was noted. Numerous warm boots and watchdog timeouts were observed and there were two charge start and charge done counts noted. The watchdog resets and warm boot were caused by crystal issues. A radio frequency (rf) wakeup pulse test was performed. One pulse was noted below 1.8 milliseconds which is where telemetry issues occur. The device case was removed and all components and connections in the fr portion of the circuit looked good. No irregularities were noted on the rest of the hybrid. Analysis confirmed the allegations made against the device in the field.

Event description:
It was reported that right before an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and exhibited a message indicating the initial device check was unsatisfactory. The physician was advised not to implant the device and the s-ICD was never used. No adverse patient effects were reported.

Event description:
It was reported that right before an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and exhibited a message indicating the initial device check was unsatisfactory. The physician was advised not to implant the device and the s-ICD was never used. No adverse patient effects were reported.